Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-10177- device 18 of 20.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient experienced that infusion set fell off during use. Also, reported that twenty infusion sets were affected. The first one to seventeen events occurred in the start of the year and then on (B)(6) 2024 respectively. The infusion set was lasted for two to three days, though they sometimes last until he's about to change them. Also, the area of insertion was cleaned and air-dried. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.